Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Therefore, the exact cause of the reported event could not be conclusively determined. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The olympus local service department reported the circuit board of the subject device was broken. 6 years or more have passed since the manufacturer date of the subject device, and it is assumed that the parts on the board deteriorated over time due to repeated use for a long period, and the circuit board failed. Therefore, it is inferred that the image was no longer output due to the failure of the circuit board.

Manufacturer narrative:
Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a procedure with the subject device, when connecting the 3d device, the image of the subject device was not displayed. The user replaced the subject device with another device to complete the procedure. The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and the circuit board of the subject device was broken. The subject device is an olympus loaner. There was no report of patient injury associated with the event.